Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The filter was not returned for evaluation, as it remains implanted. As reported, the physician felt that there was thrombus on the top of the filter, creating the appearance of an add'l wire. The IFU for this device states: perform a standard venacavagram and check for caval thrombi. Deploying the filter into thrombus could affect the opening of the dome of the filter into the vena cava. The IFU states: in very small vena cavae, the simon nitinol filter may form a spindle shape if there is not enough room for the dome to form. In some cases, delayed recovery of the filter shape may be seen on follow-up films.

Event description:
It was reported that the legs of the filter deployed fine. The dome of the filter deployed and did not open. It appeared that another wire was still attached to the catheter and to the filter. The doctor continued to retract the catheter and the wire and dome released. The dome formed perfectly, however, a wire is pointing superiorly towards the heart. The wire appears above the dome. Subsequent info received from the physician indicated that what was thought to be a wire, was a thrombus adhered to the filter.